Event description:
Procedure type: tep. Patient gender: male 35 years old. According to the reporter: the surgeon inflated the balloon 30 pumps and the balloon disconnected from cannula. A new instrument was used to complete the procedure. No patient injury was reported.